Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Customer reported physical damage (crack or scratch) on the pump notrelated to the retainer ring.the customer called for an issue not covered by existing troubleshootingguides. Refer to the event description for more details. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, scratched case, cracked case, cracked case (battery tube), battery tube threads - cracked, label damage (faded end cap address label), partially broken retainer and retainer knit line damage. Cosmetic damage was confirmed at battery compartment. Retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.